Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The effecta dr was not returned for analysis. The visual inspection revealed that the distal part of the lead was pulled out of the ring electrode. The adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces during the explantation procedure should be taken into consideration. Further analysis demonstrated deformations of the inner coil close to the is-1 connector pin which most likely were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. The fixation helix was found severely deformed. In addition, damages at the silicone sealing of the is-1 connector pin and cuts in the insulation were observed. It is reasonable to assume that these damages resulted from the surgery. Blood penetrated the lead. The analysis of the lead did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - one day after implant, the rv lead was not pacing, so the next day the patient was sent back to the or for a lead re-positioning. The lead's helix couldn't be unscrewed, so it was removed and another was implanted. The provided explant date was reported as (B)(6) but the event clearly states it was explanted on (B)(6), so that is the date we will report. On (B)(6) 2015 - we were informed the associated pacemaker was explanted due to loss of capture.